Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a clinical follow up that the patient's right ventricular lead exhibited noise over-sensing that were sometimes binned as a ventricular fibrillation episode. The patient did not receive any inappropriate defibrillation therapy to date. Measurements of impedance, sensing, and capture were all within normal limits. The physician opted to reprogram the device and will continue to monitor the patient. The patient was in stable condition.